Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) tsxim7d8l (tsx® immediate molar implant, 7mmd, 8mml) for evaluation. Visual evaluation was performed. The implant had signs of use with debris on its internal and external threads. There was no damage identified or signs of malfunction that would have contributed to the event. Measurements match drawing. DHR review was completed for the subject lot number 2120030186. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2120030186 for similar events and no other complaint was identified. The customer did not submit images for the reported event. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was patient factors. Therefore, based on the available information, a device malfunction did not occur. Implant was returned with no damage that would cause or contribute to the event. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report d9: device availability g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes h10: added manufacturer narrative

Manufacturer narrative:
Zimvie complaint number: (B)(4).

Event description:
It was reported that the implant at tooth site #19 was removed due to persistent pain. Patient states she has been having persistent pain ever since implants were placed.